Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.

Event description:
It was reported that when the patient presented to the hospital for a device check, ventricular lead noise leading to inappropriate shock and inappropriate antitachycardia pacing (atp) therapy was observed. No intervention was performed at this time. The patient was stable.